Event description:
My husband (who is blind and (B)(6)) had a boston scientific pacemaker that he is completely dependent on, that had been recalled. The battery life was within the last year of life. He got up very early on the morning of the 27th to use the bathroom when he became very dizzy, weak and almost fell. He was scheduled for replacement on the 29th. From the near fall in the bathroom, he was unable to move safely, he was very lightheaded and suffered from alternating bouts of hot (flushed face) and cold (extremities and whole body). He had a heart attack in early february requiring a stent so this second cardiac incident so soon after the first scared us both. I called rescue who came and after examination strongly advised us to go to the hospital. We went to (B)(6) in (B)(6). What was unnerving about our emergency room visit was the doctor saying she didn't know much about the pacemaker issue and the fact that she didn't call for a technician to check the device. My husband was admitted and monitored until early monday when his cardiologist told us his pacemaker had been in and out of safe mode all night. (B)(6) was scheduled for surgery immediately. As expected, he was extremely weak and tired after the procedure for quite a while. I am assuming all is well with the new pacemaker since he has a monitor. I had surgery 2 days before his hospitalization and caring for him was very difficult. He is recovering but admits that he worries about adverse events due to the stress on his heart so soon after his heart attack. FDA safety report ID # (B)(4).